Event description:
It was reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty part was identified and the customer will replace themselves. No add'l info has been disclosed.